Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump not infusing correctly. Antibiotics were hung (programmed amount and delivery rate unknown) with primary tubing (no normal saline flush bag), and the user still had to flush a few extra ml's to get it mls to the volume to be infused (vtbi) to get them to complete, there was a patient on a fluid restriction, and having to add 200ml to her 500ml vtbi makes a huge difference. There was patient involvement but no known injury or medical intervention associated with this event. No additional information is available.